Event description:
It was reported by the physician that two to three hours post procedure, the pt experienced a hypotensive episode; blood pressure was 60/20. The pt was diagnosed with a retroperitoneal bleed. The pt was resuscitated and two units of blood and four units of plasminate were administered. Dopamine was prescribed for hypotension and the pt was reported to be in stable condition. The physician was in the process of completing certification for the use of the 6f sts angio-seal device and had reported that this was not caused by the device.